Event description:
It was reported that the patient was unable to remove the connector and elected to disconnect all supplies and stop using the ilet, while glucose levels remained stable and the patient transitioned to backup therapy. Investigation of this case revealed a connector usability or mechanical interface issue consistent with difficulty disconnecting the component, with no evidence of alarm, malfunction, or physiological harm. Symptoms included no reported clinical effects. Outcomes included no reported impact beyond temporary device discontinuation and use of alternative therapy. It was concluded, based on previously established findings for similar reports, that the cause was user-device interface difficulty.